Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) through email alleging the onetouch verio iq meter read inaccurately compared to another device. The patient reported unspecified blood glucose results with the subject meter and on the other meter, performed at an unspecified time of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results are not specified for the expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
(Serial #) information was not provided.